Manufacturer narrative:
Unable to perform displacement test due to detached retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to detached retainer.

Manufacturer narrative:
Unable to perform displacement test due to detached retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to detached retainer.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the lip ring was damaged and cracked. Customer stated that the reservoir was not able to lock into place. Customer stated that reservoir compartment and back of battery compartment was damaged. Customer stated that experienced high blood glucose. The insulin pump will be returned for analysis.